Event description:
The event was reported via the aaa study, an (B)(6) female patient with a past medical history of hypertension and dyslipidemia underwent endovascular coil embolization of a 77mm infrarenal abdominal aortic aneurysm (aaa) on an unknown date and experienced a type ii endoleak 178 days following the procedure. Open reintervention was performed as treatment. It is not known whether the type ii endoleak was associated with the target vessel. The study procedure was reintervention of aaa. The initial endovascular aneurysm repair (evar) was performed 402 days prior. The etiology of the aaa was atherosclerosis. Two (2) 3mm x 12cm deltamaxx coils (cdx18031230 / unknown lot number) were implanted at the lumbar artery. Coil embolization was considered successful. There were no reported procedural complications.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported via the aaa study, an (B)(6) female patient with a past medical history of hypertension and dyslipidemia underwent endovascular coil embolization of a 77mm infrarenal abdominal aortic aneurysm (aaa) on an unknown date and experienced a type ii endoleak 178 days following the procedure. Open reintervention was performed as treatment. It is not known whether the type ii endoleak was associated with the target vessel. The study procedure was reintervention of aaa. The initial endovascular aneurysm repair (evar) was performed 402 days prior. The etiology of the aaa was atherosclerosis. Two (2) 3mm x 12cm deltamaxx coils (cdx18031230 / unknown lot number) were implanted at the lumbar artery. Coil embolization was considered successful. There were no reported procedural complications. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. It is currently unknown whether the type ii endoleak at 178 days post-procedure was associated with the target vessel embolized with cerenovus coils. Since this condition required reintervention, and the relationship of the coils to the event cannot be excluded at this time, the event meets MDR reporting criteria. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00039. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 09-feb-2022. [Additional information]: on 09-feb-2022, additional information was provided. The information indicated that the reintervention at 178 days post-op was open type reintervention for type ii endoleak via the lumbar artery. E.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00039. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.